Event description:
It was reported that the patient lost therapy after undergoing an unrelated surgical procedure and not placing their ipg into surgery mode. Attempts to recover the ipg were unsuccessful. Surgical intervention was undertaken to replace the ipg. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.